Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device powered on, but the light on the handle did not come on. The display was visible when viewed with surrounding light. When they attempted to intubate the patient they could not see since the camera light did not illuminate. They used a backup manual laryngoscope to intubate the patient.

Manufacturer narrative:
Evaluation summary the sample was received for analysis and the reported issue of the device not illuminating was confirmed. The investigation could not determine the root cause of the event. No trend has been identified for this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The device powered on, but the light on the handle did not come on. The display was visible when viewed with surrounding light. When they attempted to intubate the patient, they could not see since the camera light did not illuminate. They used a backup manual laryngoscope to intubate the patient. The patient is deceased.